Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ sst" ii advance plus blood collection tubes experienced oil gel globules. The following information was provided by the initial reporter: translated to english. The customer stated the are experiencing "gel issues. Gel particles mix into the serum after centrifugation. These gel globules float in the serum. These gel globules clog the probes of biochemistry devices."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-02. H6: investigation summary: bd received photos and video along with 100 samples for the investigation. 10 returned samples were therefore drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450 rpm for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel particles or globules. Tubes produced globules. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The customer¿s defects could be replicated from testing the returned tubes and it was found evident in the photographs and video provided, the complaint is confirmed. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced oil gel globules. The following information was provided by the initial reporter: translated to english. The customer stated the are experiencing "gel issues. Gel particles mix into the serum after centrifugation. These gel globules float in the serum. These gel globules clog the probes of biochemistry devices."